Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.127.006. Lot: 8254830. Manufacturing site: bettlach. Release to warehouse date: 27.march 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: upon visual inspection, the handle was received separated from the sleeve. It was observed that the weld around the sleeve was cracked/fractured. Hence the complaint is confirmed. Dimensional inspection: since the complaint condition involved a cracked weld, a relevant dimensional inspection could not be performed. Conclusion: the complaint is conformed for broken condition. While no definitive root cause could be determined, it is possible that the device encountered unintended forces or excessive bending/torsional forces at the weld leading to the breakage. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a protection sleeve was bent when it was putting the set back together. The sales consultant attempted to unbend it and it broke. There was no patient involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).